Event description:
It was reported that this pacemaker reverted into safety mode. Subsequently, this device was successfully explanted and replaced on a revision procedure. No additional adverse patient effects were reported outside the replacement procedure. This product has not been returned.